Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the 90% stenotic proximal left anterior descending (lad) artery. The physician performed plain old balloon angioplasty (poba) using a 2.5x18mm balloon (unknown type). Then, the physician implanted a 3.00x16mm taxus express2 drug eluting stent at the proximal lad at 12 atms. Angiography confirmed 0% residual stenosis. Four days later, the patient complained of chest pain. St segment elevation was noted and the physician confirmed in-stent thrombosis at the proximal side of the 3.00x 16mm taxus stent. The physician aspirated the thrombus and then dilated the lesion with a 3.00x20mm balloon 3 times at 4 atms. The flow was improved to timi 3. The patient was given aspirin and plavix during the procedure, and was currently on aspirin and clopidogrel at the time of the event. The relationship between the device and the event is unknown, and the physician felt there was a possibility the patient was a non-responder to plavix.

Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shopfloor paperwork for this batch shows that the product met its specifications. This investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.